Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the battery gauge was observed to be fluctuating and an occlusion alarm occurred. The customer¿s blood glucose (bg) level ranged from 155-158 mg/dl. Reportedly, the customer cleared the occlusion alarm and resumed insulin delivery. Reportedly, the power source alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. The customer continued to use the pump for insulin therapy.